Manufacturer narrative:
Unit received with blank display due to missing battery tube spring. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to blank display. Unit had corroded battery tube.

Event description:
The customer reported via phone call that the spring came out of the battery compartment during battery change. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.